Event description:
During the premature ventricular contractions procedure, a pericardial effusion was suspected. Before calibration of the ablation catheter in the right ventricle, there was an increase in impedance. It was suspected that a perforation had occurred, so a transesophageal echo was performed, which appeared to show a pericardial effusion in the right ventricle. It was unconfirmed if it was epicardial fat or a perforation. There were no patient symptoms noted. As the hemodynamic parameters were stable, the procedure was successfully completed. The patient was kept under observation to see if the pericardial effusion would become more severe. A transesophageal echo will be completed at a later time to confirm it was a perforation.

Event description:
Further information provided confirmed that there were no adverse patient consequences.

Manufacturer narrative:
There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.